Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector was not moving as smooth; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. However, per the reported information, the lens was used with the non-qualified company handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of intraocular lens (iol), lens was loaded correctly but the injector was not moving as smooth and safe as it should have as it made its away into the capsular bag while the lens was being advanced into the eye. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).